Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2018-1838. During a follow-up, there was a decrease in sensing on the right atrial (ra) lead. X-ray was performed and revealed that the ra lead was dislodged and that the device had migrated in the pocket. A revision procedure was performed to fixate the device in the pocket. The ra lead was not repositioned and will continue to be monitored. The patient was in stable condition.